Event description:
On 03 october 2024,senseonics was made aware of an incident where physician was unable to remove the sensor on the first attempt made on (B)(6) 2024.

Manufacturer narrative:
Inability or difficulty to remove sensor during first attempt is a known and anticipated potential risk and eversense e3 user guide mentions about it under "risks and side effects".for this incident, the sensor could not be removed during the initial removal procedure which took place on place on (B)(6) 2024.the insertion date of the sensor was on (B)(6) 2024.as per the information that was provided to senseonics, the sensor was able to be located and could also be palpated, but extraction was not possible.the sensor was successfully removed during another removal attempt which took place on (B)(6) 2024. This incident does not require any further investigation.